Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down spontaneously, then it came back up by itself and was working fine. When the bme inquired about it with the nurses, they stated that this had occurred before. No patient harm was reported. The bme is returning the cns to nihon kohden and a warranty exchange unit will be shipped to the customer.